Event description:
Customer reported via phone call that he has been experiencing high blood glucose in the 400 mg/dl range. Customer stated that the doctor put him on manual injections but his blood glucose is still high. Blood glucose in the morning was 225 and current value is 420 mg/dl. The customer stated that he was in the hospital previous and they messed with his insulin pump. The customer explained that the hospitalization was due to a major amputation and congestive heart failure. During troubleshoot; it was stated the drive support cap is recessed. No air bubbles or leaks were checked as the customer was not currently using an infusion set. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed since the customer did not have a tubing clamp. The bolus history was accurate. Customer was advised to check for virus or infection that could be causing the high blood glucose as issue has continued after reverting to manual injections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.